Event description:
It was reported that the patient felt their inflatable penile prosthesis reservoir migrate out of position. Two weeks later, the device was revised and the position was adjusted. The patient was stable following the revision.